Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight increased ("weight gain / I am still (B)(6) the weight at my removal") and premenstrual syndrome ("I am having pms without the bleeding"). Essure was removed. At the time of the report, the medical device removal and premenstrual syndrome outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal, premenstrual syndrome and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : weight increased, premenstrual syndrome, medical device removal" incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), weight increased ("weight gain / I am still 200 lbs the weight at my removal") and premenstrual syndrome ("I am having pms without the bleeding"). Essure was removed. At the time of the report, the medical device removal and premenstrual syndrome outcome was unknown and the weight increased had not resolved. The reporter considered medical device removal, premenstrual syndrome and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described vis social media : weight increased, premenstrual syndrome, medical device removal" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of product technical complaint incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.